Event description:
It was reported on (B)(6) 2026 that the patient's infusion sets cannula were bent, leading to high blood glucose level to 500 mg/dl. Patient was treated with multiple daily injections. The patient also experienced symptoms like polydipsia, dry mouth, and stomachache.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.